Manufacturer narrative:
(B)(4). Date sent: 7/27/2017. Batch # n57a64. The analysis results showed that one ecr60g reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lung resection procedure, opened the packing, it was found that the metal piece had fallen off. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.